Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: unk, unknown stem, unk, unk, unknown cup, unk, unk, unknown liner, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06250.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to metallosis and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the complaint it was determined that the head was not involved in the event.